Event description:
The pt developed an infection which caused a subcutaneous pocket problem. The infection was noticed during a refill. The pt suffers from dystonia and lateroflection which causes bedsore-like symptoms at the implant site. The pump and catheter were going to be replaced.

Manufacturer narrative:
(B)(4)